Event description:
The lead was implanted on (B)(6) 2005, and capped on (B)(6) 2012. Due us to product performance issue. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).